Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use, during setup. There was a leak in the tubing by the screw cap. The baxter technical service representative (tsr) assisted the home patient (hp) to close the clamps and start over using new supplies. The patient was not connected either at the time of the alarm or observed air. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.